Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: where was the needle grasped prior to the needle breakage (i.e. Swage, central portion of needle)? They followed IFU. Were x-rays taken to locate the needle piece(s)? Unknown. Were the needle pieces found on the x-ray? Na. Did 2 of the 3 broken needle pieces remain in the patient¿s tissue? Only 1 of 3 pieces remained. If yes, what are their sizes and tissue structure they are located in? What was the size of the needle used? Was more than half the needle retained in the patient? No. Were the needle piece(s) removed from the patient? One piece remained in patient. If not, are there any plans to remove the needle piece(s) if still retained, what is the surgeon's opinion of consequences to the patient? Unknown. Was there any additional tissue damage or dissection required as a result of searching for the needle piece(s)? No. What medical/surgical invention was performed? Unknown. What in the physicians opinion are the factors contributing to the event? Unknown. What is the patient¿s current condition? Stable. A photo was returned for evaluation. Upon visual inspection of the picture, a needle in two pieces could be observed. However, no conclusion could be reached, as the sample was not returned for analysis.

Event description:
It was reported that the patient underwent uterine diverticulum procedure on (B)(6) 2017 and barbed suture was used. During the procedure, the needle was broken into three segments. The broken tip was not retrieved from patient. The procedure was completed with a like device. The current patient status is stable. No additional information was provided.

Manufacturer narrative:
The actual device was received. The evaluation revealed the fractures were predominantly composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failures were induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.